Manufacturer narrative:
The customer¿s complaint that the silicone segment split and separated at the upper and lower fitment could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the silicone segment split and separated at the upper and lower fitment. There was no report of patient harm. The event occurred in picu.